Manufacturer narrative:
Visual inspection of the returned product shows that the plate is broken in half in one of the locking holes. Based on analysis, a definitive root cause could not be determined; however the most likely root cause was caused by external stress applied by the patient to the plate during the use and due to the surgical technique used to implant the plate. With plate was received 6 locking screws and 3 low-profile screw, they are not the part of this complaint; most probably they belong to the plate.

Event description:
Allegedly lateral ttc fusion plate failed post-operatively. The plate shaft snapped in half proximal to the tt joint. An interfragmentary lag screw was not used in conjunction with plate fixation. The sale representative was present and confirmed the ankle space had not been reduced enough and left a gap size > 1.0 inch, which was filled with allograft and not given any additional fixation.